Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an unrelated atrioventricular node ablation procedure, loss of capture was noted on the right ventricle (rv) lead. The physician did not suspect physical contact occurred between the ablation catheter and the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.